Manufacturer narrative:
Concomitant medical products: 5068-45, lead, implanted: (B)(6) 1997.

Event description:
It was reported by the patient's spouse that the patient's cardiac resynchronization therapy defibrillator (crt-d) contributed to the patient's death. The spouse reported the patient "never woke up" and the device did not "shock him back to life." Attempts to obtain further information regarding the patient's death were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.